Manufacturer narrative:
It is not known what role, if any, the lava ultimate crown had in the reported outcome since it had only been in place 43 days before it was replaced. Other factors, such as the prior tooth history or performance of the other manufacturer's crown, may have been contributors to the need for the root canal therapy.

Event description:
On (B)(6) 2016, a dental office reported the case of a (B)(6) year-old male patient who required root canal therapy of tooth #4. This tooth received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2015, because of decay in the tooth. On (B)(6) 2015, the crown debonded and was re-cemented. It debonded again on (B)(6) 2015, and at this time, it was replaced with another manufacturer's crown material. On (B)(6) 2016, x-rays showed radiolucency and a root canal was performed on (B)(6) 2016.